Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2010 and (B)(6) 2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture and raynaud's phenomenon.

Event description:
Patient reported right side capsular contracture baker grade iii. Patient later reported raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress). Healthcare professional additionally reported rupture. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side capsular contracture baker grade iii. Patient later reported raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress). Healthcare professional additionally reported rupture. Device explanted and replaced.